Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced. The system was found to be operating as intended.

Event description:
The customer reported the system displayed a cine disk error code message. No patient injury was reported.